Manufacturer narrative:
A visual inspection was performed on the returned guide wire. The reported break was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. The investigation determined the reported break/unraveled tip and noted stretched coils appear to be related to case circumstances of the procedure. In this case, based on the returned analysis, the noted bend on the tip appears consistent with the tip shape process prior to use. It is likely that during device preparation inadvertent manipulation during tip shape, the coils to stretched and the distal core bent causing the appearance of a break. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after unpacking a versaturn guidewire, the tip coil was noted to be unraveled. The device was not used and there was no patient involvement. An unspecified guidewire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.